Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a motor error alarm and no delivery alarm. Customer's blood glucose was unknown. During troubleshooting with plunger and a 5.0 unit manual prime, customer changed infusion set and insulin did not deliver. Customer then changed reservoir and customer was able to resolve no delivery with reservoir change. Products would be replaced.